Event description:
The patient reported an infection. An explant procedure was performed on (B)(6) 2022 and a new device was implanted. Attempts to obtain additional information were performed. However, no additional information was provided.

Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of infection are patient non-compliance(touching or picking at the wound), implanting non-sterile device, surgical (not irrigating the site with antibiotic solution before closure, not using antibiotics pre-operatively, not implanting in sterile field, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts), and patient contraindicating conditions. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.